Event description:
The customer reported that the single use aspiration needle was coiling very easily to the point where the needle does not advance; the sheath broke and the needle springs back. Three needles were used. The issue was observed during a bronchoscopy. The anesthesia was prolonged because the needle was not working properly and they had to open 3 needles to get a sample. The customer further clarified that 3 needles after 2 passes kept coiling back and would not thread and would spring right back when trying to deploy. There was no harm or user injury reported due to the event. The user facility returned the device and upon inspection and testing of the returned device, it was observed that the needle was breaking through the sheath. This MDR is being submitted for the reportable event found during investigation.

Manufacturer narrative:
The suspect device referenced in this report was returned to olympus. A visual inspection on the device in the as received condition was performed. The aspiration port was examined and a portion of the stylist and knob was still attached to the device. A hole on the bending sheath was discovered approximately 10mm from the distal end. The entire length of the sheath was manually inspected and there was no indication of any other kinks or bends. The connector section of the handle was normal. However, the stopper on the scale was not returned with the device. The lever was pushed to unlock the needle adjuster and the needle slider was pushed in the distal direction until it stopped. The needle was extended, and it was noted that a portion of the stylist wire was not present at distal end of the needle. The distal end was inspected under a microscope and the tip was found bent at 90-degree angle. The needle was fully retracted back inside the sheath and the lever was pushed to lock the needle adjuster. The sheath adjuster knob was turned counterclockwise, and the sheath adjuster knob moved smoothly. The sheath adjuster knob was moved far as possible, and the sheath adjuster knob was tightened by turning it clockwise. The connecting-slider was moved back and forth smoothly with no issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the needle likely penetrated the sheath due to the following mechanism: the distal end of the sheath was pressed against tissue of the trachea, bronchi, esophagus and surrounding organs. The scope was forcefully pushed into the patient¿s body while the sheath was pressed against the tissue causing the sheath to bend. When an attempt was made to extend the needle while the sheath was bent, the tip of the needle was caught in the bent area of the sheath. As a result, the needle could not be extended. The needle protruded from the side surface of the sheath when an attempt was made to extend the needle by applying a force to the operating portion while the needle could not be extended. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet. Do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injuries, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope. Do not round the insertion tube smaller than 15 cm in diameter. The aspiration biopsy needle may break.¿ olympus will continue to monitor field performance for this device.